Event description:
It was reported a spectrum pump had system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported system error 105 could not be reproduced, but was confirmed through review of the event history log. Evaluation found the motor to seize intermittently which is a known contributor to system error 105. The motor assembly was replaced.